Event description:
Dealer states "that approximately a couple months ago, the current user of the chair was driving forward down his driveway, which is on a slope, while the front casters were on the ground, the rear casters came off the ground and the chair tipped forward. The chair did not flip over, but, the driver fell out of the chair and landed on the grass. There was some minor injury, but the end user did not seek any medical attention. Person currently using the chair, purchased it from the internet, unknown when, "perhaps a couple years ago (end user)." Dealer inquired as to whether this chair fell under the tdx stability lock recall, which upon checking the serial number, it does. Dealer is not certain if the field correction was actually done on this chair, but believes they probably were not. (B)(4). Minor injuries alleged.

Manufacturer narrative:
(B)(4) has been initiated for this event for the replacement gas locking cylinder. Model tdxsp-mcg, serial number/date (B)(4) is approximately 4 years and 10 months of age. The owner's manual part number 1143190 (rev d jun-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged that approximately a couple of months ago, the current user of the chair was driving forward down his driveway, which is on a slope, while the front casters were on the ground, the rear casters came off the ground and the chair tipped forward. Allegedly the chair did not flip over, but, the driver fell out of the chair and landed in the grass. The dealer alleged that there was some minor injury, but the end user did not seek any medical attention. The dealer alleges that the person currently using the chair, purchased it from the internet, unknown when, "perhaps a couple of years ago". The dealer inquired with customer service as to whether this chair fell under the tdx stability lock recall, which upon checking, the serial number (B)(4), it does. The dealer is not certain if the field correction was actually done on this chair, but, believes they probably were not.